Event description:
It has been reported the v60 ventilator/backup alarm error.

Manufacturer narrative:
Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-17520.

Manufacturer narrative:
H10: this report is based on information provided by philips remote service personnel and is being investigated by the philips complaint handling team. Philips received a complaint on the v60 ventilator indicating that there was a backup alarm error. The device was reported to be outside of use at the time of the reported problem. No patient/user harm reported. Additional information received from a philips authorized service personnel (asp) stating the service was passed on to another 3rd party company. The troubleshooting steps completed during service, resolution, and device use at time of the event could not be confirmed. No further information was received from the customer or asp. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11:updated contact information, contact office entity, and manufacturing site.